Manufacturer narrative:
H10: per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that no repairs were completed as the customer declined service and repair and chose a third-party vendor. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. If new information becomes available a follow-up submission will be completed.

Manufacturer narrative:
E: (B)(6)

Event description:
Philips received a complaint by the customer on the bi-pap focus system indicating that there was insufficient tidal volume during use of the device. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user-- the doctor immediately replaced the ventilator for treatment, which did not cause harm to the patient. The customer called technical support to report that there was insufficient tidal volume during use of the device-- when the ventilator was used, the tidal volume was insufficient, and the patient's dyspnea was not relieved. The patient was admitted to the first ward of the department of respiratory and critical care medicine at 8:46 on (B)(6) 2021, due to having repeated cough, expectoration, and dyspnea for more than 20 years. The patient's symptoms were aggravated for one day. When admitted, the patient had a clear mind and did not have any swelling of the lower limbs; however, the patient exhibited poor mental state and cyanosis of the mouth and lips. Urgent blood gas examination showed ph 7.40, arterial partial pressure of co2 110mmhg, po2 46mmhg. According to the doctor's advice, the non-invasive auxiliary ventilator was given to assist breathing, which ran well during use, and the patient had no complaints of discomfort. At 13:35 on april 11, when the ventilator was used, the tidal volume was insufficient, and the patient's dyspnea was not relieved. Therefore, the doctor immediately replaced the ventilator for treatment, which did not cause any harm to the patient. Investigation is ongoing

Manufacturer narrative:
Per gfe response, the asp engineer confirmed that there was in fact a low tidal volume error, and there was no patient involvement at the time the issue was discovered. This concludes this investigation, if new information becomes available a follow up will be submitted.

Manufacturer narrative:
H11 after further review and based on the provided documentation, the device was actually in use on a patient at the time the reported issue was discovered.